Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this pacemaker dropped two years of longevity in just nine months. Moreover, initial analysis indicated that the device was exhibiting premature depletion. Engineers recommended to return the device for detailed analysis once replaced. As of this time, the device remains in service. No adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this device was thoroughly inspected and analyzed. A high current drain was detected, but the battery still supported full device function. Detailed analysis confirmed the identified high current drain was a result of compromised capacitors. This resulted in the observed premature battery depletion. It was determined that the capacitors were compromised due to the presence of excess hydrogen in the device case. Boston scientific issued a field safety notice regarding a subset of devices in the accolade pacemaker family that have a potential of exhibiting this behavior. This particular device is included in the hydrogen induced premature depletion advisory population.

Event description:
It was reported that this pacemaker dropped two years of longevity in just nine months. Moreover, initial analysis indicated that the device was exhibiting premature depletion. Engineers recommended to return the device for detailed analysis once replaced. As of this time, the device remains in service. No adverse patient effects were reported. According to additional information, this device was explanted and replaced with a new pacemaker. No additional adverse patient effects were reported. This product has been received by boston scientific for further investigation.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this pacemaker dropped two years of longevity in just nine months. Moreover, initial analysis indicated that the device was exhibiting premature depletion. Engineers recommended to return the device for detailed analysis once replaced. As of this time, the device remains in service. No adverse patient effects were reported. According to additional information, this device was explanted and replaced with a new pacemaker. No additional adverse patient effects were reported. This product has been received by boston scientific for further investigation.